Event description:
In a published case report, it was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a diffuse eccentric calcified proximal to distal left anterior descending artery (lad). At the second diagonal bifurcation, the optical coherence tomography (oct) catheter appeared to push excessively against the vessel wall, causing a "tenting" appearance. Pre-dilatation of the distal lad was attempted using a 2.5mm non-compliant (nc) balloon, however, the nc balloon under expanded. Orbital atherectomy was performed both antegrade and retrograde. Two low speed proximal to distal treatments and two high speed proximal treatments, followed by balloon dilatation with a 3.5 nc balloon to the proximal lad, a 3.0mm nc balloon to the mid lad, and a 2.5mm nc balloon to the distal lad. Post orbital atherectomy, the oct showed luminal gain but also a deep medial dissection at the prior site of the catheter "tenting". Three overlapping drug-eluting stents (des) were deployed from the proximal to distal lad, and was post-dilated with a 3.5mm, 3.0mm, and a 2.5mm nc balloons. Post-stenting, angiography and oct revealed a contained perforation at the same location and was successfully sealed with a non-abbott covered stent that was placed just distal to the diagonal to avoid occluding the side branch. Final oct confirmed well-expanded and apposed stents. The patient remained asymptomatic and hemodynamically stable throughout the procedure. The patient was discharged in stable condition. Ching, a. Wong, n. And chin, c.y. "High risk optical coherence tomography findings in a case of coronary perforation following orbital atherectomy" catheterization and cardiovascular interventions. Doi: 10.1002/ccd.70359.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
In a published case report, it was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a diffuse eccentric calcified proximal to distal left anterior descending artery (lad). At the second diagonal bifurcation, the optical coherence tomography (oct) catheter appeared to push excessively against the vessel wall, causing a "tenting" appearance. Pre-dilatation of the distal lad was attempted using a 2.5mm non-compliant (nc) balloon, however, the nc balloon under expanded. Orbital atherectomy was performed both antegrade and retrograde. Two low speed proximal to distal treatments and two high speed proximal treatments, followed by balloon dilatation with a 3.5 nc balloon to the proximal lad, a 3.0mm nc balloon to the mid lad, and a 2.5mm nc balloon to the distal lad. Post orbital atherectomy, the oct showed luminal gain but also a deep medial dissection at the prior site of the catheter "tenting". Three overlapping drug-eluting stents (des) were deployed from the proximal to distal lad, and was post-dilated with a 3.5mm, 3.0mm, and a 2.5mm nc balloons. Post-stenting, angiography and oct revealed a contained perforation at the same location and was successfully sealed with a non-abbott covered stent that was placed just distal to the diagonal to avoid occluding the side branch. Final oct confirmed well-expanded and apposed stents. The patient remained asymptomatic and hemodynamically stable throughout the procedure. The patient was discharged in stable condition. Ching, a. Wong, n. And chin, c.y. "High risk optical coherence tomography findings in a case of coronary perforation following orbital atherectomy" catheterization and cardiovascular interventions. Doi: 10.1002/ccd.70359.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported perforation of vessels, vascular dissection, and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported perforation of vessels, vascular dissection, unexpected medical intervention is due to patient disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e1 updated: h3, h6 (codes 4118, 3233, and 11 no longer apply).